Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a debrillation pad. The customer reports that the defib pads failed, there was no rhythm so the lifepack 12 was switched and no results. Eventually after 2 minutes the defib pads were changed and cardioversion was done. The pt was resuscitated.